Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a spinal fusion, radiographs displayed that a some of the pedicle screws placed during the procedure were misplaced. It was reported that the patient was brought back to the operating room (or) for a revision procedure. No additional information was provided.